Event description:
Due to the rubber seal used in the specimen bottles supplied by the contractor, these bottles cannot be used for drug testing. The rubber seal inside the lid absorbs the thc from the urine specimen that are submitted to the labs for testing. Since thc is the most common illegal drug that is widely used, this will render the drug test ineffective in this area and seriously hinder the effectiveness of the program to assist in combatting drug usage.